Manufacturer narrative:
Unit has not been returned, if the unit is returned for evaluation and any new information is discovered, a follow-up report will be submitted.

Event description:
This report was originally submitted on 8/9/2018, and is being resubmitted on 4/17/2020 as the original report failed to go through. Sprint leaked lox into cannula and up to the patients nose, freezing the cannula onto the patients face.